Event description:
It was reported that patient programmer (pp) was telling the patient to synchronize. She would hit sync button and medtronic screen appeared for a couple of seconds, then it showed sync screen again. It was doing this both with and without antenna. Also , the backlight quit working about 3 weeks ago. The syncing issue had been going on since last night. It synced once last night, but then it went blank again. It was also reported that the patient programmer (pp) had been taking a long time to turn off by itself. It was stated the patient just hoped she didn't have to "get this thing changed again" and that the issue was just with the pp. Not being able to make adjustment both with or without antenna attached was reported. The implantable neurostimulator recharger (insr) worked. It was further reported that the patient was seeing the poor communication screen on the pp. The patient received a replacement pp and was still seeing the same thing. The replacement programmer did not work with her antenna. It was reported that the patient thought that the cord was damaged. The patient tried to connect without the antenna and saw the reposition antenna screen. The patient was able to successfully use her recharger. The patient was sent a replacement antenna. It was further reported that the patient was unable to adjust stimulation. The patient received a new mystim pp on the day of the report (previously received a new antenna) and the sync screen came up with a communication screen. It was later reported that the patient had thought the issue was the remote but she was sent a new one and the remote wasn't the issue. One day later the analysis could not confirm the complaint, no problem with the pp was found. The face plate/windows for lcd was found scratched. It was further reported that the patient had been having issues with her stimulator. It was stated that the patient "knew it was something internal because the remote worked twice and then it stopped working." It was later reported that "somehow a lead had come off inside her body." The patient was sent a new remote, now and then it would work but not all the time. It was reported that there was the implantable neurostimulator (ins) battery depletion. The patient felt there was something wrong with her ins and that the ins should last 9 years. It was stated that patient's doctor had not done any testing or x-rays to check the device components. The patient would have a doctor's appointment scheduled for (B)(6), 2014. It was stated that she wanted the stimulator removed at this point.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n299952, implanted: (B)(6) 2011, product type: adapter. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-33, lot# j0519407v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-33, lot# j0455250v, implanted: (B)(6) 2005, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# j0519407v, implanted: (B)(6) 2005, product type: lead. Product ID: 3888-33, lot# j0455250v, implanted: (B)(6) 2005, product type lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a reprogramming was set up. Two days later it was reported that the patient was seeing a manufacturer's representative on the day of the report for reprogramming. Four days later it was reported that impedance testing was completed and no issues were found. No malfunctions were seen. Reprogramming was completed. No device issues were noted. The patient was receiving effective therapy. Four more days later it was stated that the patient's devices "did not stand up and they did not work." It was also stated that the patient had 4-5 stimulators since 2005 and that the stimulators were supposed to last 5 years. It was also reported that the patient had many falls since 2004 when the device was implanted. The patient fell down the stairs and off the couch. She broke her arm. The patient had never had an x-ray after falling. It was later reported that she was on her 4th or 5th ins. She was told these inss would last up to 5 years but they all had only lasted 2.5-3 years. It was further reported that she had falls before and after the implant "so the falls were not new."